Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. The defib receptacle was replaced as a pre-caution. The device was recertified and returned to the customer and a new multifunction cable was sent to the customer. No trend is associated with reports of this type. Review of the device activity logs did not show any faults that could be associated with customer report.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed a "ECG disabled" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.